Manufacturer narrative:
The insulin pump was received with a cracked/bleeding lcd glass. They were unable to perform a displacement test due to the lcd physical damage. There was no moisture damage noted on the electronic assembly or motor assembly. The pump had a cracked reservoir tube lip, a minor scratched lcd window, a cracked case at the display window corners, a cracked belt clip slot, and a scratched case. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had a cracked screen and the insulin pump was submerged in water. Customer's blood glucose was 147 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.